Manufacturer narrative:
A ge oec svc rep investigated the issue and adjusted the castor brake on both the mainframe and workstation. The image processor was re-seated per the esd procedure. The orbital c-arm brake was cleaned to restore proper functionality. The system was tested and found to be operating as intended and was released to the customer for use. The facility was unable to, or would not provided any pt info with respect to this issue.

Event description:
The ge oec 9600 fluoroscopy system had an image quality issue on recalled images from the hard drive. It was also reported that the castor brakes on the mainframe and workstation were also not holding correctly, and the orbital lock was not holding the 'c' in place.